Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of loose connector connection was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l groshong nxt connector. The sample was received unassembled. The components appeared to be unremarkable. Following longitudinal bisection of the sample, inspection of the compression sleeve revealed it to be advanced. Microscopic inspection of the compression sleeve confirmed it to be advanced into the tapered region of the bore. The distance between the locking arms on the proximal end of the connector was measured and found to be greater than the maximum specified distance. While connection firmness could not be tested, it is reasonable to suggest that the too-large gap between the locking arms would have contributed to an insecure connection; however, the cause of the gap could not be determined. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include molding/curing conditions and device manipulation prior to or during attempted use. A lot history review (lhr) of recx2838 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tube was unable to be engaged and no ¿click¿ locking sound was heard. The device was not used on a patient. No other information was provided.

Manufacturer narrative:
(B)(4). The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recx2838 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tube was unable to be engaged and no ¿click¿ locking sound was heard. The device was not used on a patient. No other information was provided.